Event description:
Dealer says the unit shuts down after a few minutes. He has no other information. He wants to send in for repair.

Manufacturer narrative:
(B)(4) - follow up #001. Initial (B)(4) issued MFR. Report # 3004493922-2013-00722. This event was reported as an irc5lxo2 concentrator allegedly shutting down after running for a few minutes. Additional information was obtained stating that the unit alarmed, as designed, prior to the shut down. This action alerted the user of the shut down, to switch to an alternate source of oxygen and to seek repairs from an invacare authorized service center. This is not a life support / life sustaining device. This is now considered a non reportable event.